Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. Gore is currently reviewing the manufacturing records associated with this device. Further investigation is being conducted and will be included in the final report. Gore has requested the availability of the device for an engineering investigation and has also asked for patient details. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026 a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, the procedure went uneventful. However, on (B)(6) 2026 prior to hospital discharge, follow-up 3d transesophageal echocardiography (tee) imaging identified an atypical structure attached to the right device disc and it was decided the patient remain hospitalized. As on (B)(6) 2025 there reportedly were no changes regarding the structure, the physician removed the device from the patient employing the gooseneck snare technique with a 20 mm device and a gore® dry seal flex introducer sheath dsf1665. Upon having retrieved the device, a part of the retrieval cord was found attached to the eyelet of the right disc. Subsequently, the defect was closed using a memopart¿ pfo occluder with a 2424 mm size specification.